Event description:
It was reported that the patient presented in clinic experiencing muscle stimulation. Upon interrogation the left ventricular lead exhibited loss of capture in all vectors. Chest x-ray confirmed that the lead had dislodged. The lead was programmed off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.